Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller successfully loaded a new cartridge with assistance from technical support, and the issue was resolved.